Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that he was hospitalized on (B)(6) 2015 due to a high blood glucose level of 480 mg/dl. He had surgery the day before for something non diabetes related. The customer was taking heavy boluses but his blood glucose level was not coming down from 480 mg/dl. The customer's blood glucose level was high because of his body's reaction to the surgery. The customer declined troubleshooting. The customer also had ketones. He was wearing the insulin pump at the time of the emergency room visit. The customer was kept overnight, treated, and released the next day. The device was not returned.